Manufacturer narrative:
Checked as other for seizure reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient did an online search for stimulator seizures and found several reports. The patient did not know the exact website. No further complications were reported/anticipated. [Refer to pe 700913608 for information pertaining tolte; pain when on, seizure].